Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the fourth device that was used on the same patient. See MDR's 3013394970-2018-00305, 3013394970-2018-00306, 3013394970-2018-00307 for the other three reported events.

Event description:
The user facility reported they used four different angio-seal sts 8fr devices. The customer had issues with the collagen/bypass tube staying in place. They did not attempt to place the first three devices in the patient. The customer said the device was coming apart near the collage/bypass tube. The customer used the fourth device on the patient. Upon deployment the customer noticed that the device was coming apart and did not have good hemostasis. The customer held pressure on the patient and that controlled the bleeding. Estimated blood loss was less than 250cc. The procedure outcome was successful. Manual compression was used to close the artery.

Manufacturer narrative:
One 8fr angio-seal sts plus was returned for evaluation. One carrier tube assembly was returned. The bypass tube was not returned. The collagen within the carrier tube was slightly swollen. The anchor was exposed due to detachment of the bypass tube. There was no damage noted on the mating wings of the carrier tube hub. The aluminum pouch was not returned. The following measurements were carried out: carrier tube outer diameter = 0.1019" and tamper tube outer diameter = 0.0794". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. There is no evidence that this event was related to a device defect or malfunction. Based on evaluation of the returned carrier tube assembly, no anomalies could be detected during microscopic and dimensional inspection.